Event description:
The manufacturer received information alleging as soon as you turn the trilogy evo o2, international device on, it just goes into the alarm setting. Alarming 'ventilator inoperable' and switching itself off. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo o2, international device at the third-party service center, a ventilator inoperative error was replicated. An evt_mach_flow_drift_high error indicating that the amount of fluctuation in the flow sensor deviated from the standard. A "155 'vent inop fix" was performed with the dedicated software which didn't rectify the fault. The device's system board was replaced and software version 1.06.10.00 was reinstalled to address the issue. Additionally, the device's display board was replaced due to the inability to download device error log via 'service diagnostic test tool' or usb export. Bench run device in, no errors sounded. Downloaded error log and evaluated, no actionable errors logged during bench run in. Air pathway inspected, no debris or contamination found. A 4-year periodic maintenance service is due; air foam filter and particulate filter were replaced. Valve and battery assessments carried out and passed. Device tested and all testing passed. The quote rejected by the customer, and the device has been scrapped.